Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01444 and 0001825034-2022-01446. Concomitant medical products: item#: 113635, comp primary stem 15mm mini; lot#: unknown. Item#: 118001, versa-dial/comp ti std taper; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 years post implantation, the patient underwent a revision due to pain and loosening of the stem component. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receipt of additional information, it was determined that this product should not have been reported and is not reportable. The initial report should be voided.

Event description:
No further event information available at the time of this report.